Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the posterior tibial artery. The lesion was successfully crossed with an unspecified 0.014 guide wire. Then, the armada 14 balloon was advanced and successfully crossed the lesion. The lesion was very calcified and during post dilatation, the balloon ruptured at 10 atmospheres (atm). It was then replaced with a shorter armada 14 balloon. There was no adverse patient effect. There was no reported clinically significant delay of procedure. The patient is reported to be doing fine. No additional information was provided.